Event description:
The customer contact reported that there was a suspected operator error in programming the device, which resulted in the pt receiving more medication than intended. At an unspecified time, the pump was programmed to deliver a "piggyback" dose of levaquin. No specific programming parameters were provided. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
H10: the device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. 100962926-01-00.